Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with the insulin pump. It was reported that the insulin pump was rewinding slower, had unexplained motor alarms and needing to change battery frequently. The customer's blood glucose was unknown at the time of incident. The customer declined helpline assistance. The insulin pump will not be returned for analysis.